Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of confirming the subject device, there were a scratch and a dent on the covering of the insertion tube, but there were no splits in which the internal metal was exposed. There was a scratch on the probe. This type of burn is most likely related to the operator's technique. Since there has been reported that high frequency devices of other companies were jointly used, it is surmised that a high frequency device was activated under conditions in which the skin surface of the patient was in contact with the cord or the bed's handrail, etc., so a high-frequency leakage current was concentrated into the contact point, leading to the burn. The subject device had external damage, but there was no damage that causes a leakage current. Therefore, there is a probability that a device other than the subject device is related to the burn. Omsc describes the proper handling of the high frequency power generator in the instruction for use.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and found that this report required. On a cervical lymphangioma subtotal extirpation procedure, blisters (two blisters the size of around 1cm) due to a burn were found on the skin near the incised wound on the cervical region. The burn was supposed to be caused by heat from a subcutaneous region, not from a skin surface. It was reported by the doctor that high frequency devices of other companies were jointly used, so it could not be determined that the subject device only was the cause of the burn. Since it was a minor burn with a degree of no effect, the doctor continued using the subject device and completed the procedure. There was no patient injury reported other than the above.